Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).

Manufacturer narrative:
The returned product was patent. It did not meet requirements for the leakage test due to cracks on the port luer lock arm of the zero reference stopcock. It is unknown how or when the damage occurred. The instructions for use that accompany the device cautions that all connections should be finger tightened. Over tightening can cause cracks and leaks to occur. The proximal patient line was observed to be no longer adhered to the zero reference stopcock. Adhesive was observed in the interior of the luer to tubing connection. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that the exacta was found to be leaking, possibly due to a disconnection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.